Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The physician noted that blood was coming back into the flush tubing of the sheath. Then, after removing the dilator, air was coming out of the sheath valve. After aspiration, air bubbles were observed. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where its waiting for investigation.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. The device was leak tested and failed all tests. The device underwent microscope analysis and it was found the external valve to be torn by the opening slit designed to seal around an inserted device, resulting in a leak path which compromises the performance of the valve at sealing pressure inside the sheath. The "cause traced to component failure" conclusion code was selected for the allegation of "leak" as the faradrive sheath was observed to fail at leak testing and microscopic images identified the external valve to be torn by the opening slit, allowing vacuum pressure to pull air into the sheath.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. The physician noted that blood was coming back into the flush tubing of the sheath. Then, after removing the dilator, air was coming out of the sheath valve. After aspiration, air bubbles were observed. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where its waiting for investigation.